Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to deformation of the serial digital interface (sdi2) terminal pin. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus while using the visera 4k uhd camera control unit, there was a camera control unit malfunction error code e116. The issue was found during preparation for use and there was no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to poor contact with the receptacle unit, the endoscopic image could not be displayed. Additional findings include the following: due to poor contact with the central processing unit fan, the equipment overheated. Due to a failure in the printed circuit board, the system response was slow. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.